Event description:
It was reported that prior to a rotator cuff repair procedure using a quantum 2 controller, the unit would not power on. After testing functionality with 2 different wands, the unit was still not powering on. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.